Manufacturer narrative:
Upon follow up it was reported the patient was not hospitalized for the peritonitis event. On an unreported date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 grams, intraperitoneal, duration and frequency not reported) and gentamicin injection (20 mg, intraperitoneal, duration and frequency not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.